Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator powered off automatically. There was no patient involvement when the issue occurred. No patient or user harm reported. The customer reported that the v60 ventilator powered off automatically. The device was evaluated by a service engineer (se), and reported that the issue could not be confirmed, and the device was working "ok". The system meets the specification for the performed service and is returned to use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E: (B)(6).